Event description:
In 2008, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unknown date, the patient presented with lyme disease. A computed tomography scan revealed the graft had migrated distally 3cm. A large proximal type I endoleak was present. In 2009, the patient had a reintervention whereby two additional aortic extender components were implanted to treat the proximal type I endoleak. Post operative imaging revealed an improved type I endoleak. The physician elected to monitor the patient for now. The patient tolerated the procedure. Patient's weight was not available.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.